Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported inflammation and pain in an eye following an intraocular lens (iol) implant procedure. An anterior chamber wash out was performed, however, there was no improvement. The patient was transferred to a hospital and was diagnosed with inflammation not related to an infection. The patient was prescribed antibiotics and was hospitalized for two days. The lens remains implanted.